Event description:
This spontaneous case report was received by regulatory authority from an adult female consumer in (B)(6) on 14-mar-2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2012 the consumer had essure (fallopian tube occlusion insert) inserted. She was (B)(6) at time of insertion. Six months after insertion, in 2012, consumer started to experience events. Consumer experienced abdomen pain, head pain, lower back pain, and tiredness. Consumer reported problems with daily tasks and relation and/or family problems. She contacted a doctor. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. Approximately 6 months after essure insertion she started to experience abdomen pain. Given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Since consumer reported problems with daily tasks and relation and/or family problems, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 20-oct-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but ¡s considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 777 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, limited information was provided. Approximately 6 months after essure insertion she started to experience abdomen pain. Given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. Since consumer reported problems with daily tasks and relation and/or family problems, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.